Event description:
The following has been reported: cassette lever does not open. The pins are moving fine but the lever does not move up and cannot place a cassette in the pump. No patient or user harm was reported and no report of stopped infusion. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (lever lock). The device was returned for evaluation. The resistor motor drive was locked up and non- functional. The locked-up motor drive was preventing the lever arm mechanism from releasing to unlock the handle. The motor drive was replaced as well as the frm pcba. After repair, the device passes all functional testing. Reporting as a conservative measure for the locked-up resistor motor drive during investigation. No adverse effects were reported.